Manufacturer narrative:
Corrected data: b5 and additional codes section. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that two days post operative the patient presented to the emergency room with chest pain and feeling dizzy. They also complained of feeling pulses by their heart device the previous day. Chest x-ray was completed. The right ventricular (rv) lead was found to have unstable and high thresholds and no capture. R-wave had also dropped and impedance dropped. The rv lead was reprogrammed and later revised. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that two days post operative the patient presented to the emergency room with chest pain and feeling dizzy. They also complained of feeling pulses by their heart device the previous day. Chest x-ray was completed. The right ventricular (rv) lead was found to have unstable and high thresholds and no capture. R-wave had also dropped and impedance dropped. The rv lead was reprogrammed and later revised. No further patient complications have been reported as a result of this event. Pacing problem device not accessible for testing dizziness chest pain no findings available pacing, capture, threshold not as expected dizziness chest pain part/component/sub-assembly term not applicable device pacing.